Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failed, locking mechanism for the station cnor1 refrigerator had broken off the side and could not be re-attached. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all remote manager locking mechanism for pyxis refrigerator broke off the side and cannot be re-attached. A field service engineer (fse) replaced the black sticky tape under the hasp, as the connection was entirely loose and the hasp was hanging. The hasp on the refrigerator was also replaced, since the previous one was having trouble staying in place and was falling off. The fse tested the new hasp multiple times to ensure that it locked correctly. The system functioned as intended after the field service engineer repaired the device.